Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 41-year-old male patient, the associated defibrillator was unable to obtain an ECG signal using these attached electrode pads. Complainant indicated that the clinician obtained another set of eletrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The actual electrode pads were not returned to zoll medical corporation for evaluation. Instead, a lot number of the pads was provided. An investigation was conducted on retained samples of CPR stat*padz hvp multi-function CPR electrodes, lot 1224d for the customer's report. The retained samples were subjected to full electrical and impedance testing with passing results. A visual inspection found the lot assembly built according to specification. Review of all records were performed and passed. Based on the evaluation of the retained samples it was concluded that the samples were assembled according to specification without duplicating the report. No trend is associated with reports of this type.